Manufacturer narrative:
Initial.

Event description:
It was reported that the user announced a usual lunch on the ilet but did not finish the meal, after which a low glucose occurred with ilet reading 67 mg/dl and confirmatory fingerstick 52 mg/dl. The user treated with glucose gel and glucose rose to 115 mg/dl, with no device malfunction reported. Symptoms included hypoglycemia and dizziness. Outcomes included the need for medication treatment without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.